Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure type: lap chole. According to the reporter: after he fired the instrument, it was jammed and the surgeon could not continue to perform procedure. The device jammed on tissue and had to be cut off the tissue. The surgeon was unable to squeeze the handle.